Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of (B)(4) showed two other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported via medwatch "fluoroscopic imaging of right upper arm showed foreign object - object was retrieved successfully by ir md - object appeared to be portion of guidewire (PICC was attempted in right arm on (B)(6) 2021)."